Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis are known observed and potential patient effects as listed in the xience xpedition, xience xpedtion sv, and xience xpedtion ll everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
Subsequent to the initial medwatch report, additional information was provided indicating that the instent restenosis was noted at the overlap of the two xience xpedition stents. On a second re-hospitalization, the patient underwent a second revascularization procedure on (B)(6) 2014 for treatment of in-stent restenosis of the 1st diagonal artery. The patient condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other xience xpedition referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that on (B)(6) 2013, the patient underwent a stenting procedure with placement of a 2.5 x 12 mm xience xpedition and a 2.5 x 15 mm xience xpedition in the 1st diagonal coronary artery. On (B)(6) 2014, the patient was re-admitted with angina. On (B)(6) 2014, the patient underwent a revascularization procedure with balloon angioplasty to treat in-stent restenosis in the target vessel/target lesion. The patient condition resolved on (B)(6) 2014. Additional information was requested.